Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be use related. The product returned for evaluation was one 4 fr single lumen groshong nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and three splits were observed in the catheter between the 36 cm and 38 cm depth markers, about 10 cm distal to the strain relief. The splits were typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture sites which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reaz0700 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was receiving vesicant chemotherapy (epirubicin) through PICC when she noticed swelling and erythema to arm, just above PICC entry site. This was treated as a possible extravasation and local protocol followed. The initial swelling/erythema was treated with cold compression and topical dimethyl sulfoxide as per local extravasation protocol. Acute oncology team and consultant informed. Patient complained of aching to arm and was given analgesia. The swelling quickly subsided. Plastic surgeon on call was asked for opinion and felt that it was most likely a thrombophlebitis rather than an extravasation of epirubicin. It was stated when PICC was removed (at consultants request) it was noted that there were two holes approximately 1cm apart which were around the area marked 47cm from the tip of the line. This was approximately 3cm inside the patients arm from the PICC entry site.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaz0700 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported the patient was receiving vesicant chemotherapy (epirubicin) through PICC when she noticed swelling and erythema to arm, just above PICC entry site. This was treated as a possible extravasation and local protocol followed. The initial swelling/erythema was treated with cold compression and topical dimethyl sulfoxide as per local extravasation protocol. Acute oncology team and consultant informed. Patient complained of aching to arm and was given analgesia. The swelling quickly subsided. Plastic surgeon on call was asked for opinion and felt that it was most likely a thrombophlebitis rather than an extravasation of epirubicin. It was stated when PICC was removed (at consultants request) it was noted that there were two holes approximately 1cm apart which were around the area marked 47cm from the tip of the line. This was approximately 3cm inside the patients arm from the PICC entry site.